Manufacturer narrative:
Unit received with scratched lcd window, case, and keypad overlay. Unit had blank white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank white lcd. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was crack on the display. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.